Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported partial clip detachment was unable to be determined. The reported improper or incorrect procedure or method was due to the user knowingly implanting an expired clip. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. The clip was inserted and grasping was performed. However, the leaflets were unable to be grasped. Therefore, the clip was removed and replaced. A chordal rupture was observed. An expired xt clip was implanted. However, after deployment, it was observed that the clip partially detached from the posterior leaflet and remained attached to the anterior leaflet. Therefore, an additional clip was implanted. Mr remained at a grade of 3. There was no clinically significant delay in the procedure.